Manufacturer narrative:
Pending evaluation. Concomitant device(s): stem, humeral tray, humeral liner, reverse torque defining screw, glenosphere locking screw, glenoid baseplate, 5 x compression screws.

Event description:
As reported, approximately 12 years after the initial right shoulder implant, the male patient fell and had a sudden onset of pain after the fall. The surgeon started a revision of the shoulder and found infection once entering the joint. All devices were removed, and a cement spacer was placed. The patient was believed to be stable post-op. Devices will not be returned due to hospital infection policy.

Manufacturer narrative:
Section h10: (h3) upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is unknown at this time however is most likely patient conditions.